Event description:
This report is to advise of a fracture found in the catheter tip with a protruding component during investigation.

Manufacturer narrative:
One uni-directional, curve f, tacticath sensor enabled contact force ablation catheter was received for evaluation. An internal component was protruding out of the catheter shaft material just proximal to electrode ring 3. The braid was protruding through the fracture. No contact force was displayed when the returned device was connected to the tactisys quartz unit. A thermocouple signal loss error and optical signal loss error were displayed, and optical fiber 3 no longer met specifications for optical properties. The deformable body thermocouple (tc2) read as an open circuit during electrical testing, consistent with the observed thermocouple error message. Further investigation revealed that the catheter shaft material had been fractured just proximal to electrode ring 3. Optical fiber 3 was determined to be fractured at the location of bend in the shaft, just proximal to the pull ring, consistent with the observed error messages, the detected open circuit, and the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the wire fracture and fractured optical fiber remains unknown.